Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep active current measurement due to moisture damage on the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.